Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jul-2023. H6: investigation summary: both photos and physical samples were provided to our quality team for investigation. Through visual inspection, the case is clearly identified with product 303299. The product inside the case corresponds to material (B)(4), however, the paper packaging for material (B)(4) was used. The labeling shows ewo2205104 which refers to an experimental work order. Upon review of this work (B)(4), it was found that material 303299 was requested by marketing to be sent for demonstration purposes before the product was released to the market. In the period the product was manufactured, the packaging material for (B)(4) was not available, therefore packaging for material 303176 was used as it is the same dimensions as product 303299. Given these samples were sent for education purposes, the product was labeled "not for human use" as the material had not yet been released. Based on the sample evaluation and our investigation, there is no quality issue related to these products, marketing had requested the samples for educational purposes which should have been communicated directly to the customer prior to receiving.

Event description:
It was reported that the bd plasticpack syringe boxes had labeling issues. The follwing was recieved by the initial reporter: we have received an info yesterday that je group, who are our partner in the UK for storing non-human-use customer samples etc, have noticed an issue with correct codes being packaged. They had received the product in august 2022 but it only came up yesterday that someone noticed this. The sealed outer box showed product code 303299 but the product inside was product code 303176. The lot number on the box for 303299 was ewo2205104 and the product 303176 inside was ewo2205104. They have noticed on the box a label ¿for experimental use only¿, not sure if this is relevant. Given these are not for use on patients, there has been no patient impact as a result of this.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plasticpack syringe boxes had labeling issues. The "following" was "received" by the initial reporter: we have received an info yesterday that je group, who are our partner in the UK for storing non-human-use customer samples etc, have noticed an issue with correct codes being packaged. They had received the product in august 2022 but it only came up yesterday that someone noticed this. The sealed outer box showed product code 303299 but the product inside was product code 303176. The lot number on the box for 303299 was ewo2205104 and the product 303176 inside was ewo2205104. They have noticed on the box a label ¿for experimental use only¿, not sure if this is relevant. Given these are not for use on patients, there has been no patient impact as a result of this.